Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched case and cracked reservoir tube.

Event description:
It was reported that the customer was having problems with the insulin pump. The caller stated that the device alarmed and they know something was wrong with the motor. The blood glucose reading was 135mg/dl. Troubleshooting was performed, and the drive support cap was flush as well the insulin pump alarmed and insulin squirted out during the manual prime process. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.